Event description:
It was reported that the siderail controls were not functioning properly. No patient was affected and no adverse events or clinically relevant delays in treatment were reported.

Event description:
It was reported that the siderail controls were not functioning properly. No patient was affected and no adverse events or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the electrical bed controls were not all working from the head right due to a damaged siderail cable; however, the electrical controls were still functional at the opposite siderail. This would result in annoyance, but is not likely to harm the patient since the same functions are still available. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.